Manufacturer narrative:
(B)(4).

Event description:
It was reported that on a patient during intra-aortic balloon (iab) insertion. After placing the catheter in the correct position, the balloon was introduced with helium. The balloon tore during the procedure. As a result, the md decided not to use the iab. The iab was removed and new iab was used successfully without any abnormality. There was no delay/interruption in therapy. There were no patient complications and no reported patient death or serious injury. No medical intervention was required.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint that the balloon was torn is confirmed. Five cuts consistent with contact from a sharp object were found on the bladder membrane, and this caused the reported complaint. The root cause of the bladder damage is undetermined but a potential cause is a result of customer handling. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This issue will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that on a patient during intra-aortic balloon (iab) insertion. After placing the catheter in the correct position, the balloon was introduced with helium. The balloon tore during the procedure. As a result, the md decided not to use the iab. The iab was removed and new iab was used successfully without any abnormality. There was no delay/interruption in therapy. There were no patient complications and no reported patient death or serious injury. No medical intervention was required.